Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 01/22/2020, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 01/22/2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient implanted for spinal pain. The rep reported that the patient¿s implantable neurostimulator (ins) was replaced on (B)(6) 2019. They mentioned that they were not aware of any device issues regarding the replacement. However, upon replacement, contacts 0, 1, and 5 were showing ¿orange¿ and impedances were around 24,000 ohms. The rep stated that the physician noticed on the x-ray that one of the patient¿s leads had migrated down about half of a vertebrae. The rep noted that they were still able to obtain great coverage and pain relief for the patient. No further complications or patient symptoms were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep indicated that the patient weighed (B)(6) at the time of the event. No further complications were reported or anticipated.